Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was unable to recognize cubies and request ejection and reinserting the cubies. And opened wrong cubie while displaying a different cubie as being opened. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was unable to recognize cubies and request ejection and reinserting the cubies. And opened wrong cubie while displaying a different cubie as being opened. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to consistently recognize cubies, requiring repeated ejection and reinsertion. A field service engineer (fse) reseated the drawer cables and conducted functionality tests, then postponed further evaluation to monitor for recurring failures. Since then, no drawer-related issues have been reported. Upon retesting, all drawers operated normally without any failures, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.